Manufacturer narrative:
(B)(4).

Event description:
The customer's husband stated they received questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only the following results were discrepant. The result at 10:39 was 5.1 inr and the result at 10:48 was 3.8 inr with a different lot of test strips. There was no allegation of an adverse event. The customer does not have antiphospholipid antibodies, not on heparin, and not using any direct thrombin inhibitors there were no medication changes, no dietary changes, no illness reported, and no symptoms of high results. Therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.2 inr, donor hct: 48.5% and 45%. Testing results: donor #1: master lot / customer strip and customer meter, 2.7 inr/ 2.7 inr. Donor #2: master lot / customer strip and customer meter, 2.2 inr/ 2.0 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 216748-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.